Event description:
It was reported that the patient underwent a total elbow replacement four years ago. She recently reported a painless sensation of something moving in her elbow and radiographs were taken revealing a fractured screw component. It was also reported that three months prior to the onset of the painless sensation, she underwent bunion surgery and had to use a platform walker for three weeks. Revision procedure planned, but not performed.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Two humeral condyle kits were invoiced during surgery. Surgeon cannot confirm which lot the fractured screw component came from as the condyle kit remains implanted. The information for the second lot invoiced is as follows: lot number: 199160 expiration date: 09/30/2004. Manufacture date: 09/07/2004.